Event description:
It was further reported that target lesion 1 was 10mm long with 0% risudual stenosis after stent placement. The pt tolerated the procedure. 188 days after the procedure, the pt was admitted with complaints of progressive exertional and non-exertional chest pain associated with shortness of breath. The pt states that she take up to 3 nitroglycrin. The pt was monitored in the ccu and referred for cardiac catheterization. Angiopgraphy revealed, lmca no significant stenosis, lad 20% ostial stenosis, 70% stenosis distal to the takeoff of d2, 80% proximal stenosis in d2, 90% ostial stenosis in d1, distal lad appeared intramyocardial, lcx multiple stents were noted in the proxiaml to mid segment of the 1st om with dense, diffuse critical instent restenosis, rca 60% ostial stenosis in the r-pda. Estimated ejection fraction was 69%. Three vessel coronary artery disease was identified. Coronary artery bypass grafting (CABG) surgery was recommended. The pt underwent CABG surgery (x3) off pump with lima to lad, svg to the diagonal, and svg to distal om (target vessel). Post-surgery, the pt was monitored in the ICU. The pt's post-operative recovery was uneventful and she was discharged 3 days later on aspirin.

Event description:
It was reported that 6 months after a coronary artery drug eluting stenting procedure, the patient required a target vessel reintervention (tvr), and underwent coronary artery bypass grafting (CABG). The lesion being treated in the index procedure was a 3.0mm, 80% stenosed portion of the 1st obtuse marginal (1st fob marg). It was reported that the lesion was being treated for instent stenosis, and failed brachytherapy. The physician treated the lesion with direct stenting using a taxus express2 8.8% 3.00x 24mm drug eluting stent in the target lesion. There was no reported complications. The patient patient was discharged the next day on plavix and aspirin. 6 months after the procedure, the patient required a tvr and underwent CABG surgery to the 1st ob marg. For diffuse instent stenosis. In the opinion of the physician the relationship of the tvr to the taxus stent is probable, and there was restenosis of the taxus stent.